Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 00771100900 ¿ m/l taper stem ¿ unknown lot; 00620206022 ¿ trabecular metal cup ¿ unknown lot; 00631006032 ¿ xlpe liner ¿ unknown lot. Additional information does not change the outcome of the previous investigation. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 5 years post implantation due to pain, infection and wear. During the procedure, metallosis and alval symptoms were noted. The head was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 00771100900 ¿ m/l taper stem - 61998374, 00620206022 ¿ tm shell ¿ 62064738, 00631006032 ¿ trilogy liner ¿ 62047810, 00625006530 ¿ bone screw - 62073711. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a let hip revision approximately 5 years post implantation due to pain, pseudotumor, elevated metal ion levels, synovitis, altr, possible infection, limited mobility, scar tissue and in-vivo corrosion. Operative report includes evidence of altr, possible infection with cultures sent (no report), and frozen section suspicious for acute inflammation. The muscle was scarred to the tensor fascia lata. The capsule was found to be extremely thick as with standard aval. There was a rim of yellow-orange lacquer about the more proximal trunnion and black ring inside the femoral head and along the base of the trunnion. Frozen section returned suspicious of acute inflammation. No intra-operative complications noted. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were reviewed and contains blood test results showing elevated metal ion levels. CT scans demonstrate pseudotumor. Altr and corrosion found during the surgery. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown liner, unknown stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient¿s hip was revised due to infection, pain, and wear. Alval and metallosis symptoms were noted during the revision surgery. Attempts have been made and additional information on the reported event is unavailable at this time.